Event description:
During an event when a sheenman baltacci 1.8fr was advanced to the bending region with the transend .010" guidewire, the tip of the guidewire got stuck. Approx 2-cm of the tip of the guidewire protruded from the tip of the catheter. The guidewire then separated and the proximal segment was removed with the catheter. The tip of the guidewire was removed with the catheter. No complications with the pt were reported to have occurred durig this event.